Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned product found blood visible on the tip, stylet, and in the guide wire lumen. There was dried contrast on the stylet. This is consistent with preparation, handling, and the sds at least partially loaded onto the guide wire. The stent was stationary on the tightly folded balloon between the markers with no damage noted. The outer member had separated at the proximal balloon seal, confirming the reported separation. The fracture faces were jagged and stretched for a length of .5 mm, which suggests that the separation may be related to tensile overload (material stress/fatigue). The inner member had separated 0.8 cm distal to the guide wire exit notch. The fracture faces were jagged. There were several kinks in the hypotube. The stylet was returned frozen inside the tip and inner member. The curled tip of the stylet was partially stretched out and no longer curled. The protective sheath was returned covering the stent and balloon. The tip of the stylet was cut in order to remove the protective sheath. Since this damage was not reported in the incident information, the hypotube kinks and damaged stylet may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. Factors that can contribute to shaft separations include, but are not limited to, manufacturing, handling during preparation, product placement technique, fracture/kinked shaft, or weak seals. To ensure this is not a result of a manufacturing deficiency, all sds are visually inspected for damage during the manufacturing process, including at the point the product is placed in the coil dispenser. In this case, it is possible the shaft was inadvertently handled during preparation of the device resulting in the shaft separating; however, this could not be confirmed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot. There is no indication of a lot specific product quality deficiency. In this case, a conclusive cause for the reported shaft separation could not be determined.

Event description:
As physician reported, while unpacking, the shaft of the device separated into two parts near the guide wire exit port. There was no pt involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.